Manufacturer narrative:
Device evaluation of monitor (B)(4) is underway. The reported problem (charge profile faults/discharge profile faults/service code 102) has been confirmed. Upon investigation the monitor failed incoming testing and was displaying a service code 102. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was displaying a service code 102, and the download flag files showed frequent discharge profile and charge profile faults.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The cause for the service code 102 and the charge and discharge profile faults was isolated to contamination on the pins of pca jumper j1000. Root cause investigation of similar failures determined that flux contamination on j1000 can cause the service code. No adverse event resulted from the defective monitor. Device evaluation of monitor sn (B)(4) is underway. The reported problem (charge profile faults/discharge profiel faults/service code 102) has been confirmed. Upon investigation the monitor failed incoming testing and was displaying a service code 102. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was displaying a service code 102, and the download flag files showed frequent discharge profile and charge profile faults.